Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported issue. The fsr replaced batteries as a precaution. Unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per customer, the unit has been in storage and was not used since it was purchased. The field service representative (fsr) installed new batteries on april 11, 2016 and completed preventive maintenance (pm) in august 2016 with no issues.

Event description:
It was reported that during use of the device for a non-clinical activity, the battery is dead and will not take a charge. There was no patient involvement.